Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a high capture threshold and the helix failed to extend. The lead was not used and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and inadequate capture. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage. The reported event of inadequate capture was not confirmed. Electrical testing was normal. All damages found are consistent with procedural damage.